Event description:
It was reported the physician connected the lead to the extension and the impedances were high. The device was used in the patient and the extension was returned. It was noted there was no patient injury. The patient recovered without sequelae.

Event description:
Additional information received reported the impedance issue occurred intra operatively. The cause of the event was determined and the extension was changed. Impedances were measured to be in normal range after the extension was changed. No fractures were noted and the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0455334v, implanted: (B)(6) 2005, product type lead; product ID 3387s-40, lot # va0lcyw, implanted: (B)(6) 2014, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the conductor of the extension body was broken within 10 cm of the connector area. The #1 conductor was broken 2.74 cm from the proximal end.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined re-tunneling is considered a serious injury.